Event description:
Customer received normal control results that were out of range. The results in the meter memory were 125 and 119 mg/dl. The range is 88-118 mg/dl. The customer stated that she had received blood glucose results of 478 and 182 mg/dl. These readings were tken 2 minutes apart. The difference between these readings falls in the "c" zone of the parkes error grid, showing the difference to be clinically significant. The customer did not allege any adverse event. The strips are to be returned for evaluation, and replacements will be sent.